Event description:
It was reported that the steer lock has come loose. No pt involvement and no adverse consequences were reported as this observed during inspection.

Manufacturer narrative:
Steer lock.